Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was attributed to the contrast setting. The device passed lcd contrast testing and the screen appears normally at 0 contrast. Contrast setting was reset to zero to remedy the green screen. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's display turned completely green and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.